Event description:
It was reported that during a tah procedure, the white padding started to melt on the non-active blade just before the end of the procedure. The dr had to cut the last part of the tah. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.